Event description:
A caller reported that a cartridge alarm 20 had occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support decided to replace the pump as a resolution to the issue.